Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device retained by hospital.

Event description:
It was reported that patient's right hip was revised. Reason not reported. An im nail was revised to a total hip.